Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the only symptom the patient experienced related to the empty pump was increased pain. It was noted that prior to the pump, the patient was on a high dose or oral medications, but the hcp confirmed that the patient did not go through withdrawal. The hcp stated that the patient had the pump implanted in washington, then moved to a remote location in alaska before moving again, and was not able to get into an office before the low reservoir alarm occurred. The hcp confirmed that they saw the patient in the office on (B)(6) 2017 and interrogated the pump to identify the empty reservoir alarm. The hcp stated that the meds were ordered and the pump was refilled on (B)(6)2017. The hcp stated that the empty pump was resolved, and the patient's weight at the time of the event was (B)(6). No further complications were anticipated/reported.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 6mg/ml bupivacaine at 2.4033mg/day, and 30mg/ml dilaudid at 12.017mg/day via an implantable infusion pump for malignant pain. It was reported that the patient's pump was empty. An empty pump alarm had occurred. It was unknown if the patient missed a refill and the patient had not had any follow ups since they were implanted. It was reported the patient was new to the hcp. The pump was interrogated, but the pump logs were not read. No symptoms were reported. It was stated the patient heard the pump alarm 7-10 days prior to the report. It was noted that the patient activated total maximum dose was dilaudid-13.486mg/day and bupivacaine-2.6973mg/day. No further complications were anticipated/reported.